Event description:
Reportedly this valve was explanted at implant due to possible leaflet restriction from a suture as seen on tee. Tee revealed central 2 mitral regurgitation with a 20 mm gradient across valve. Replaced with an unk model valve.